Manufacturer narrative:
The device is included in the battery performance alert advisory issued by abbott on 28 august 2017.

Event description:
Following the battery performance alert (bpa) advisory, a bpa was received by the clinician and awaiting explant. Further information was requested, but not yet available. The patient condition was unknown.

Manufacturer narrative:
Correction: g3 - the date received by manufacturer of the previous supplemental MDR should have been (B)(6) 2022, was reported as (B)(6)2022.

Event description:
New information notes that the device was explanted on (B)(6) 2022. The patient was stable before, during and after the procedure.